Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a pre-operative thoracic dissection. Vessel morphology was not reported. It was reported that during the deployment of the stent graft the apex deployed misaligned, toward the inferior wall and was not corrected. There were no endoleaks, perforation, inaccurate delivery, or other issues. There was further no intervention. No clinical sequelae were reported and the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). Evaluation, results: stent graft used for treatment a pre-operative dissection. Evaluation, conclusion: stent graft used for treatment a pre-operative dissection.